Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure, vasoview hemopro 2 timed out 6 different times. Pre-cautery test was not performed. The beeping sound was heard when the toggle was pulled back. Unknown if the cord, adaptor and power supply were inspected prior to use. Power setting at 3. User ended up having another kit opened to finish the case. There was a procedure delay. There was no patient harm.